Event description:
On (B)(6) 2012, patient reported the rubber on the up button of the infusion device is completely worn off. Patient stated the buttons on the infusion device are still functioning properly. Patient reported the base plate material shows through. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation. The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture may enter the insulin pump and destroy the functionality of the buttons and the pump electronics.